Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: unconfirmed as the failure could not be reproduced during evaluation. Reference: MDR number (B)(4). Confirmed, root cause was identified as a failure of the probe. (Reference: MDR number 3006260740-2022-02252) device not returned.

Event description:
Per tm - the screen is "grainy".

Event description:
Per tm - the screen is "grainy".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. Bench test probe ((B)(6)) was used to test both units. The customer unit and test unit were compared. No differences detected between the 2 units, as the image on the customer unit appeared to be ¿normal¿. There is no root cause because the issue could not be reproduced.